Event description:
It was reported that an asymptomatic patient presented via merlin transmission with non sustained lead noise due to post-paced t wave oversensing. The patient did not receive inappropriate therapy. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.